Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient was not compliant with post-op care recommendations. Antibiotics were delivered to clear the infection before implanting a new system.